Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at the hospital, with what looked like atrial non-capture. Upon review it was noted that the pacemaker was also undersensing due to atrial fibrillation having very small amplitude. The programming change was made. Patient was stable before the event and after intervention.